Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, while being applied to the intestine and being fired the stapler failed. The device did not advance the blade and load the staples. There was a first load replacement and the problem remained. A load replacement was used in order to complete the case. There was no patient injury.